Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_cath, product type catheter. (B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown drug in an implantable pump for an unknown indication for use. The concomitant medication and patient history were unable to be obtained. On an unknown date, the patient experienced a return of symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was indicated "opacification with scanner" was done. The pump remained implanted and in service. The catheter was reported as implanted and out of service. The surgical intervention was planned to occurred on (B)(6) 2017. The event was considered ongoing. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via a healthcare provider) indicated device information could not be obtained. The "opacification and scanner" indicated the catheter was displaced. The cause was known by the physician and was "internal to the hospital" (interpreted as procedural issue). The catheter was replaced on (B)(6) 2017 and would not be returned.